Manufacturer narrative:
(Removed the following statement: anticipated but not begun), (removed the following statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Subsequently, an unspecified malfunction occurred. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.